Manufacturer narrative:
The wheelchair involved in this incident was manufactured by zhenjiang assure medical equipment co., ltd. And distributed by drive devilbiss healthcare. However, according to the information provided by the attorney, the lap belt was not supplied or manufactured by zhenjiang assure, but by another company (belt inc.). Therefore, the product involved on our side is limited to the wheelchair only, and the safety belt in question does not belong to our supply scope. We will fully cooperate with drive and relevant authorities should any further investigation or clarification be required.

Event description:
Drive devilbiss healthcare was notified of an incident involving a drive wheelchair and unidentified lap belt by a letter from an attorney alleging the end user passed away after sliding down in the wheelchair to the floor, causing the lap belt to become tight around her neck leading to asphyxiation. Information provided by the attorney indicates the lap belt was manufactured by belt inc and not distributed by drive dervilbiss healthcare. An update will be filed if additional information becomes available.